Event description:
It was reported that the customer experienced damage to the cartridge fill rod. There was no adverse impact to the customer¿s blood glucose level. The customer did not use the damaged cartridges for insulin delivery and successfully changed the cartridge to resume insulin therapy. Technical support agreed to replace three boxes of cartridges as the customer expressed distrust in the current supply.